Event description:
User facility reported that the device was used to draw blood and the needle was unable to be withdrawn into the safety mechanism. No adverse effects to user reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the devices becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.